Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. No leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks in proximal cylinder body that were the result of sharp instrument damage consistent with explant damage. Holes with broken fabric treads were present. Due to this damage being consistent with explant it is considered a secondary failure. Both cylinders were not pressure test due to the leaks that were identified.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working six weeks after it was implanted. When the patient pressed the pump, the cylinders would not inflate. A revision surgery was performed at which time all of the ipp components were explanted. The patient's condition was good following the procedure.